Event description:
During evaluation of a returned homechoice (hc) device, the hc machine failed therapy monitored fluid volume testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing. The device had multiple fills and drains that exceeded the volumetric limits. External and internal visual inspection found no issues. A volumetric accuracy test was performed and the device failed with the original piston foam. The piston foam was changed out and the device passed this test. The device failed this test again when the original piston foam was reinstalled. The device passed the temperature verification test. The pneumatic system was tested and a leak was found in the manifold assembly due to flattened o-rings. An inspection was performed on the door and piston and found the foam to be disintegrated and the piston to be cracked at the left edge. The cause of the reported issue was determined to be the disintegrated piston foam and the cracked piston. These parts were scrapped and the device was sent for servicing. The event history log was reviewed no alarms were found that were related to this malfunction.